Event description:
As reported by the user facility: under infusion reported by staff.

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). This report has been identified as b. Braun (B)(4). The actual device involved in the reported event has not been received for evaluation. The investigation on the device is on-going at this time. A follow up report will be provided after the inspection results are available.